Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed firmware error 67. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; but unable to get receiver to communicate with the global communication tool. As a result, the receiver data log could not be downloaded and functional testing could not be performed. The reported event of a firmware error could not be confirmed. A root cause could not be determined.